Event description:
Medtronic received information that this bioprosthetic valve was explanted after 3 years 8 months implant duration due to regurgitation, secondary to torn leaflets. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was distorted (oval-shaped). All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Tears and abrasions through the free margin and lunula of the left and right cusps appeared to have been due to contact with a long suture tail and/or bias cloth. The large tear and abrasion in the right cusp appeared in-line with a long suture tail encapsulated in host tissue on the outflow rail. A small abrasion observed in the lunula of the non-coronary cusp, adjacent to the coaptive ridge, appeared to be due to contact with the bias cloth. A tiny cluster of mineralization was noted on the tunica of the right cusp adjacent to the inflow margin of attachment. All commissures were intact. Glistening off-white pannus remained attached to all cusps along the inflow margin of attachment, into all inferior coaptive areas, and one to six mm onto the non-coronary and left cusps, showing evidence of a reduced inflow orifice area. Pannus remained attached to the existing sewing ring on the outflow, onto the outflow rail of the right and non-coronary cusps and backs of the left right and right non-coronary stent posts. Pannus on the outflow rail of the right cusp covered a long suture tail. An unknown amount of pannus appeared to have been removed on this inflow and outflow during explant. Radiography showed evidence of mineralization along the margin of attachment of both the right and non-coronary cusps. Conclusion: based on the analysis results, the cuspal tears and abrasions appeared to be due to contact with long suture tails and the bias cloth. The distortion of the stent may have further elevated this contact with the suture tails since stent distortion alters the leaflet kinematics and geometry of the sinus opening of the stent for leaflet excursion. In conclusion, the cause of this event was directly related to operational context and implant technique.

Manufacturer narrative:
Analysis: no product was returned. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.